Event description:
It was reported that during a colon resection the surgeon fired the cutter and the staples came out misformed and did not fire correctly. Opened new stapler to complete the case. There was no patient consequence.